Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The system was implant in 2017-2018. D10 therapy date is estimated, since the implant date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As such, the lead was explanted and replaced with a new lead to address the issue.